Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the user tried to lock the anvil and head to each other, the three prongs of the anvil which locks with head were widened and it was difficult to lock with the stapler. The case was extended by more than 30 minutes.